Manufacturer narrative:
Updated fields: h3, h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, based on past investigation results, the probe likely broke due to one of the following factors: 1. During the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing a spark to generate. 2. A force was applied to the probe during spark generation. 3. A force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe. 4. Due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe the following information from the instructions for use pertains to this event: "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the ultrasonic surgical device exhibited the probe had broken around the outer pipe. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.